Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The caller stated that the patient complained that he was having problems with the device and it was not functioning properly. The caller did not have any other information. A representative was to be contacted. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the device was not working properly. The caller stated the patient was demanding to be seen at a primary care clinic, not neurosurgery or pain management. The patient should follow up with the managing neurosurgeon. Based on a conversation from a year ago, the manufacturer representative also said the patient should be seen by the neurosurgeon. It was mentioned the patient was in a lot of pain. No further complications were reported.